Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The tip of the screwdriver broke off when the surgeon was implanting the glenosphere. The broken piece was removed from the patient.